Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing. R-wave amplitude had declined since implant for this lead. The pace/sense portion of the lead was capped, and a new competitor pace/sense lead was implanted. The high voltage portion of this lead is still active. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual lead was not received for evaluation. However, performance data was collected from the device and analyzed. T-wave oversensing was observed.